Event description:
The customer reported that he experienced high bg's (in the 300 mg/dl range) that required a visit to the ER "for the evening". The pod was removed at the hospital and "he bled a lot" from the site. While at the hospital, manual insulin injections were administered, which successfully lowered his bg's "back to normal". The pod was discarded and will therefore not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.